Event description:
A fresenius field service technician (fst) identified thermal damage to the power plug of the 2008t machine during an onsite evaluation. The fst was initially called onsite by a user facility biomedical technician (biomed) when the machine alarmed for the level detector. There was no patient involvement nor reported personal harm to any patients or individuals as a result of the reported issues. The machine had approximately 2,361 operating hours at the time of the onsite evaluation. The fst replaced the level detector sensors to resolve the initial issue as well as the power plug to resolve the thermal damage that was encountered. The machine passed self-test and was returned to service. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). Objective evidence was found by the fst indicating that a product problem had occurred. The reported issue has been confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) identified thermal damage to the power plug of the 2008t machine during an onsite evaluation. The fst was initially called onsite by a user facility biomedical technician (biomed) when the machine alarmed for the level detector. There was no patient involvement nor reported personal harm to any patients or individuals as a result of the reported issues. The machine had approximately 2,361 operating hours at the time of the onsite evaluation. The fst replaced the level detector sensors to resolve the initial issue as well as the power plug to resolve the thermal damage that was encountered. The machine passed self-test and was returned to service. No parts were returned to the manufacturer for physical evaluation.